Manufacturer narrative:
(B)(4). Although initially reported to be available, the sample was not returned for evaluation. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The patient reported moisture on the floor, but insufficient information was obtained during troubleshooting to determine the cause of the reported system error 2240 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain two on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated there was fluid on the floor and believed the leak occurred between the patient line and patient line extension. The hp stated she probably did not tighten the connection properly. Technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.